Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that damage to the iol haptic was observed immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that resistance occurred as the lens left the nozzle. The rayone IFU "use of rayone" section "fig 7" states "...if excessive resistance is felt this could indicate a blockage; discontinue use of the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 025262842 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the root cause of haptic damage.

Event description:
On 18th june 2026, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that damage to the haptic was observed immediately post implantation necessitating lens explantation and exchange.